Manufacturer narrative:
H10: the sample was returned for evaluation. The lot history review was performed. The investigation is confirmed for the material separation and material tear issues, but inconclusive for guidewire incompatibility as no guidewire testing was viable due to the condition of the sample. Based on the information available, the definitive root cause could not be determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction the information reviewed indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. This report was received from one source. The malfunction involved a patient with no patient consequences. The device was used on a 80 year old male patient, 60 kg.

Manufacturer narrative:
One device was returned for evaluation the lot history review was performed. The investigation identified a tear in the outer catheter near the tip. The tip is still attached to the core wire. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction the information reviewed indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. This report was received from one source. This device was used in a (B)(6) year old male patient, 60 kgs. There was no reported patient injury.